Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced chronic pelvic pain. Approximately 3 years after insertion procedure, coils were removed. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced the combination of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation) or the degree of their severity until after implantation of essure. Concurrent conditions included pelvic adhesions and uterine myoma. On (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), inflammation ("inflammation") and fatigue ("fatigue"). The patient was treated with bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy. Essure was withdrawn. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain, inflammation and fatigue had resolved. The reporter considered pelvic pain, dysfunctional uterine bleeding, abdominal pain, inflammation and fatigue to be related to essure. The reporter commented: although plaintiff had multiple evaluations by doctors who employed many different medical tests and assessments, none of these physicians directly related her symptoms with her essure. She underwent a bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy. Thereafter, her symptoms slowly resolved over the next few months. Despite suffering from these symptoms for over four (4) years, her symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was bilateral fallopian tubes had occluded. On (B)(6) 2013: ultrasound scan result was to evaluate symptom of pain. On (B)(6) 2014: laparoscopy result was to evaluate her chronic pelvic pain. Multiple tests and medical examinations to determine the cause of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation), emergency room visit on (B)(6) 2012 with complaints of abdominal and pelvic pain: none of these physicians directly related her above described symptoms with her essure company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced chronic pelvic pain. Approximately 3 years after insertion procedure, coils were removed. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/worsening pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced the combination of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation) or the degree of their severity until after implantation of essure. Concurrent conditions included pelvic adhesions and myomectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain, inflammation and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, fatigue, genital haemorrhage, inflammation and pelvic pain to be related to essure. The reporter commented: although plaintiff had multiple evaluations by doctors who employed many different medical tests and assessments, none of these physicians directly related her symptoms with her essure. She underwent a bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy. Thereafter, her symptoms slowly resolved over the next few months. Despite suffering from these symptoms for over four (4) years, her symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes had occluded. Laparoscopy - on (B)(6) 2014: results: to evaluate her chronic pelvic pain. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptom of pain. Diagnostic results: multiple tests and medical examinations to determine the cause of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation), emergency room visit on (B)(6) 2012 with complaints of abdominal and pelvic pain: none of these physicians directly related her above described symptoms with her essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/worsening pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced the combination of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation) or the degree of their severity until after implantation of essure. Concurrent conditions included pelvic adhesions and myomectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain, inflammation and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, fatigue, genital haemorrhage, inflammation and pelvic pain to be related to essure. The reporter commented: although plaintiff had multiple evaluations by doctors who employed many different medical tests and assessments, none of these physicians directly related her symptoms with her essure. She underwent a bilateral salpingectomy, robotic excessive lysis of adhesion, and myomectomy. Thereafter, her symptoms slowly resolved over the next few months. Despite suffering from these symptoms for over four (4) years, her symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes had occluded. Laparoscopy - on (B)(6) 2014: results: to evaluate her chronic pelvic pain. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptom of pain. Diagnostic results: multiple tests and medical examinations to determine the cause of these symptoms (dysfunctional uterine bleeding, fatigue, abdominal pain and inflammation), emergency room visit on (B)(6) 2012 with complaints of abdominal and pelvic pain: none of these physicians directly related her above described symptoms with her essure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.